Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent hardware removal after an unknown amount of time post implantation. Approximately 1 month later, the patient experienced a mid-thoracic complete spinal cord injury and myelomeningitis resulting in urosepsis and paraplegia. While in the rehab hospital, it was noted on x-ray that the neck had disassembled from the stem. All hip aspirations were negative for infection, however the surgeon wanted to revise due to increased swelling. During the surgery, some heterotopic ossification was noted and 5ml of dark stained fluid was aspirated from the joint. No obvious signs of infection were noted. All components were removed without complication and antibiotic cement beads were placed. The patient continued to experience ongoing infections until death approximately 1 year later. Attempted have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were received and reviewed by a health care professional. Pre-revision xrays show the modular neck had disassociated from the stem and the hip was essentially dislocated. During the procedure, dark stained fluid along the scar tissue was observed. Disassociation was confirmed and the components removed. The interface between the implant and the acetabular bone was evaluated and a small amount of micromotion was observed. Pseudomembrane was cultured. There was minimal ingrowth on the proximal portion of the stem. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04174.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: pt. Identifier; age/date of birth; concomitant medical products; date received by MFR.; if follow-up, what type. Concomitant medical products: 00771301200 modular femoral stem 63346813. 00877504002 bioloxâ® delta, ceramic femoral head 2823276. 00784801400 modular neck 61956654. Unknown liner. Review of the sterility certificates identified no deviations or anomalies related to the reported event. After reviewing the medwatch details, it was found that the surgeon had left a washer in the patient after the tha procedure. It was also stated that the patient was paralyzed, meaning the hip was not in use leading to a loss in muscle tension and the overall integrity of the hip prosthesis. The patient additionally suffered from a bacterial meningomyelitis infection. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Date of death - 2018; date not provided. (B)(4). Concomitant medical products: unknown head. Unknown liner. Catalog number:00771301200 lot number:63346813 brand: ml taper stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01003, 0001822565-2019-01014, 0001822565-2019-01016. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that a patient underwent a total hip arthroplasty. Subsequently, it is alleged that the patient became partially paralyzed and began experiencing signs of infection within one (1) month post-operatively. The hip also allegedly "fell apart" approximately three (3) months post-operatively. The patient underwent revision due to infection approximately seven (7) months post implantation of the total hip arthroplasty. Dark metal stained fluid was noted and removed during the revision. The patient eventually passed away, following continued bouts with infection. Additional information on the reported event is unavailable at this time.